Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. Device passed the displacement test. It was unable to perform the motor error alarm and excessive no delivery test due to loose/protruded drive. The motor was tested outside of the device and passed. Device was received with minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error during prime. The drive support cap is recessed. The device was exposed to two cat scans. Customer was able to complete the rewind sequence. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.